Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples sent/received of IV-extension tube 25 cm pvc l-l catalog 397251 with lot number 6218889. According to issue stated by customer "the extension tube is leaky directly on the connection to the nasal tube" no sample was received. Review of DHR was performed and issues similar to the one stated by the customer was not found. Complaint trending review of this product family for this issue reveals this is the first complaint on for catalog 397251 with lot number 6218889. Preventive maintenance, calibration, or equipment it is not directly involved with manufacturing, these could not have influenced the defect. According to the statement of complaint we cannot confirm the issue stated by the customer and we cannot assign it as a manufacturing defect, this incident will be monitored for future occurrences. A complaint history check was performed and this is the 1st related complaint reported for the defect/condition stated by customer. There was no report of serious injury or medical/surgical intervention that occurred as a result of this incident. No corrective action is required at this time. Root cause: no - we could not determine the root cause and cannot confirm the issue stated by the customer due that no samples or pictures were received, we will inform to the production personnel about this issue so they can be aware of it.

Event description:
It was reported that the nurse found a leak in the IV-extension tube 25 cm pvc l-l. No serious injury or medical intervention noted.